Manufacturer narrative:
Company representative evaluated the system and replaced the disclosure harddrives.

Event description:
Customer reported the panorama central station had an orange screen and shut down, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.